Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind procedure adn then during basal delivery customer's blood glucose was unknown mg/dl. The customer stated that at time of call pump is stuck with repeated motor error alarm and can't enter in the menu of the device. The customer was advised that cot pump will be sent and agreed to return the product for analysis.